Event description:
It was reported that a malfunction occurred on the pump, specifically described by the caller as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, as it was confirmed that the malfunction code was resettable.